Manufacturer narrative:
(B)(4). Evaluation results: (other): visual inspection of the cartridge showed evidence of surgical residue and the cartridge tip was damaged.

Event description:
The facility stated when the package of the cartridge was opened, the tip of the cartridge was deformed. It was indicated that the cartridge was never used and there was no pt contact.